Event description:
The patient had a revision last week due to the ins being in the pocket crooked, coming out and uncomfortable. Nothing was wrong with the ins. The stimulation was not turned on after the revision and the patient was now in for a follow up appointment. The ins has not been on since (B)(6) and she last felt stimulation a few weeks prior to (B)(6) due to not being able to charge since the ins was crooked. The ins was either implanted too deep or it was overdischarged. Telemetry issues occurred. The antenna locate assessment was performed and results were 54-56 but normal recharging was not able to be initiated after this. A physician mode recharge (pmr) was not able to be started but then it was discovered that the wrong buttons were being pressed on the recharger. A pmr was able to be started but the recharger being used was not charged. The patient was going to be sent home to do a pmr. Additional information has been requested.

Event description:
Additional information received reported the physician mode reset (por) worked and the stimulation was working fine.

Manufacturer narrative:
Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had done multiple pmrs, yet was unable to retrieve the implantable neurostimulator (ins) from overdischarge. The antenna locate feature was used, which returned a value of 66. The patient's ins was reported as having been in an overdischarged state for approximately the last 2 months. It was noted that the patient had not felt any stimulation since two weeks prior to the (B)(6). Additional information was requested, but was not available as of the date of this report.